Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed the reported issue of the fetal monitor not producing sound. The fse checked the system, and found the fetal monitor settings were abnormal; it was not known how the settings became abnormal. The fse reset the monitor, and the device function checked as normal; the system was returned into service. Based on the information available and the testing conducted, the cause of the reported problem was abnormal fetal monitor settings. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received the complaint file will be reopened. Box d4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. (B)(6).

Event description:
Philips received a complaint on an avalon fm30 fetal monitor indicating that the fetal monitor had no sound. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.